Manufacturer narrative:
Results/ conclusions: is based upon evaluation of user facility information & the returned sample; is based upon testing of a reserve sample and undamaged sections of the returned sample. The involved device was returned and evaluated. Visual examination of the returned sample revealed that the guidewire had been damaged resulting in complete detachment of approximately 3-mm of the distal portion of the wire. Magnified inspection revealed that the outer layer had been stretched, and then, electron microscopic inspection of the wire cross-section at the point of separation revealed the fractured surface had a slightly "dimpled" pattern. Evaluation of undamaged section of the returned device confirmed no evidence of abnormalities or defects. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. An unused, retained sample was intentionally subjected to repetitive bending forces until the sample fractured. Another retained sample was intentionally subjected to repetitive rotational forces until the sample fractured and a third sample was intentionally subjected to repetitive pushing & pulling axial forces until the sample fractured. Electron microscopic inspection of the cross-section of each of the samples at the point of separation revealed a similar "dimpled" pattern on the surface with different types of distortion around the edges depending on the type of force that had been applied. There is no evidence that the reported issue was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined, the appearance of the returned sample is most consistent with damage to the guidewire coating due to excessive manipulation against resistance during use involving both axial & rotational forces. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that a portion of a guidewire's tip "broke" during an interventional procedure. Reportedly, the detached piece of material was retrieved and there was no impact on the patient. Additional event specific information has not been made available.